Event description:
Water discovered in medical air line outlet when ventilator alarmed. There was no apparent injury to ventilator dependent pt's because all were immediately switched to independent air supply systems. Further investigation found that a blow down valve on the in line refrigerated air dryer had malfunctioned allowing a build up of water in the line. Failure to follow up on the repair of a malfunctioning dewpoint monitor alarm also contributed to the event.